Event description:
It was reported that the patient experienced a seroma lumbar incision wound. The patient had a large seroma with serous drainage from the wound on (B)(6) 2013. Further there was serous drainage from the lumbar wound for one week after the removal of the staples. This caused significant pressure in the patient¿s back. Interventions were reported as ¿other surgical treatment, lumbar surgical wound.¿ the etiology was reported as the incisional site/device tract which was not related to the device or therapy but possibly related to the implant procedure. The issue was reported as resolved without sequelae on (B)(6) 2013. This device system delivered fentanyl, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8782, lot# n395658001, implanted: 2013 (B)(6); product type catheter product ID 8784, lot# n385030002, implanted: 2013 (B)(6); product type catheter. (B)(4).